Manufacturer narrative:
The returned device was evaluated. The rad-97 was able to power on and off via battery and ac power and remained on during testing. The unit was power cycled several times and was able to power on and off each time without any issues. The device functioned as designed.

Event description:
The customer reported the device turns off intermittently, while on battery and ac cord. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off intermittently; while on battery and ac cord. There was no patient impact or consequence reported.